Event description:
It was reported that the patient has experienced multiple illnesses, unrelated to the spinal cord stimulator (scs) system, such as covid 19, pneumonia, shingles and myasthenia gravis which resulted in weight loss and frequent falls onto her ipg site. Hence, the implantable pulse generator (ipg) is migrating within the pocket causing significant discomfort, difficulty charging and a burning sensation. The patient will require an magnetic resonance imaging (MRI) in the future due to their current condition, therefore the physician recommended an explant. The patient underwent an explant of the ipg, leads and m8 adapters and is doing well post operatively. No devices will be returned as they were retained by the facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: brand name: precision, upn: m365sc9218150, model: sc-9218-15, serial: (B)(6), batch: 7071844. Brand name: linear 3-6, upn: m365sc2366500, model: sc-2366-50, serial: (B)(6), batch: 7072930. Brand name: linear 3-6, upn: m365sc2366500, model: sc-2366-50, serial: (B)(6), batch: 7073198. Brand name: precision, upn: m365sc9218150, model: sc-9218-15, serial: (B)(6), batch: 1101391.